Event description:
It was reported that the device (needle and syringe) were used in calcaneal bone marrow aspiration. The surgeon could not gain appropriate suction to draw bone marrow and re-placed the needle. The surgeon was still not able to gain appropriate suction with the repositioned device. There was a three minutes surgical delay (approximately).

Manufacturer narrative:
A reserve sample of the device in question was tested for its ability to draw, hold, and expel water from a reservoir. It was shown that when attached to a 30 cc syringe (pn (B)(4), lot a1105020 - as used in this case) the device was able to perform these functions as intended. Furthermore, batch record review showed that the needles and syringes met all release specifications. A potential failure mode is that the fenestrations caused a leak in the vacuum system necessary for a needle/syringe system to aspirate bone marrow. As there is little bone marrow in the calcaneus, not all fenestrations may have been submerged in the fluid. Should any further info become available, a follow up report will be submitted.